Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was unpacked for a dilation procedure to be performed in the upper esophagus on (B)(6) 2021. During the preparation, the balloon was inflated; however, the manometer did not work. The procedure was completed with this device with progressive and cautious dilations. There were no patient complications reported as a result of this event.